Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an occlusion alert and, during a full supply change, encountered an ¿unable to proceed¿ message and difficulty locking the connector with the cartridge partially unseated; replacing the connector allowed proper engagement and the user completed the change and resumed insulin delivery, consistent with an obstruction of flow involving the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a deformation problem associated with the connector/coupler that led to an obstruction of flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.